Event description:
The physician attempted to insert the neuron through a 6f short sheath using the peel-away introducer over a 035 glidewire. The physician met resistance and pulled the neuron out. He proceeded to put in a long 6f sheath and had the same resistance with a new neuron, he then took the neuron out. He proceeded with an envoy catheter without issue. The pt had a tortuous femoral artery. There was no pt injury. This MDR is associated with MDR 3005168196-2010-00499.

Manufacturer narrative:
Device investigation: the first neuron showed ovalization of the distal tip from 0 to 2.5cm from the marker band. At 4.5 to 6.5cm, there is approximately a 40% elongation of the catheter, judged by the change in coil spacing. There is crumpling and compression damage also between 5.7 and 6.5cm. There is a slight angle to the proximal shaft as it exits the stainless steel strain relief. A 0.070" mandrel could be advanced into the unit without significant resistance to within 2-3cm of the damage site. The device is non-functional. Conclusion: based on the initial report and the inability to evaluate the 6f sheath, penumbra has not been able to determine why the catheter jammed. The damage observed is typical of damage seen when trying to withdraw and advance against resistance. The DHR of this manufacturing lot has been reviewed. The review revealed that all appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4) unrelated to this complaint.